Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was reported by the edwards lifesciences implant patient registry that a patient with a 9755rsl 20mm sapien 3 ultra resilia valve, implanted in the aortic position within a surgical valve, underwent an explant procedure after an implant duration of 1 year and 8 months due to unknown reasons. An edwards surgical valve was implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the medical record received. The following sections of this report have been updated: additional information added to b5, corrected b7, corrected h6 health effect - clinical code, corrected h6 device code, additional code added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and updated h11. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The IFU cautions that incorrect sizing of the valve may lead to residual gradient (patient prosthesis mismatch). Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. Literature review suggest that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment. The IFU cautions that residual mean gradient may be higher in a "thv-in-failing prosthesis" configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Through investigation it was determined that the patient had required a previous aortic root enlargement to accommodate the 23mm surgical valve which was not properly seated at the noncoronary sinus region. During the implantation of a 20mm s3ur within the surgical valve, possible excess tissue may have required the use of a smaller transcatheter heart valve (thv) within the surgical valve. Upon explantation of both the thv and surgical valve, it was discovered that the patient had an extremely small annulus region despite the prior aortic root enlargement, due to significant scarring. These factors, combined with the patient's advanced age and female gender, may have contributed to the ppm and subsequent explant. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Medical records were received. Approximately 1 year and 8 months post implant, the 20mm s3ur valve was explanted due to patient prosthesis mismatch (ppm) with severe aortic valve stenosis, causing dyspnea, fatigue, and dizziness. At surgery, the patient was found to have extremely small annulus region despite having had previous aortic root enlargement, and considerable scarring was noted. It was also observed that the non-ew surgical aortic valve was not seated at the noncoronary sinus region. The patient required another aortic root enlargement after the tavr and savr valves were explanted.

Manufacturer narrative:
The following section of this report has been updated: b7.